Event description:
It was reported that during a vaginal hysterectomy procedure, the surgeon clamped the stapler across the ovarian pedicle and tried to close the handles, but found it very difficult. After finally closing the gun he attempted to fire, but the plastic part around the handle had cracked and broken. Another of the same device was then used to try and staple the ovarian pedicle. The surgeon clamped the pedicle by closing the jaws, but when he fired the gun, it would not fire and locked out. The surgeon clamped and tied off/sutured the pedicles by hand to complete the procedure. Procedure was prolonged 30 minutes. No other adverse consequences to the pt reported.

Manufacturer narrative:
Instrument b: (firing trigger teeth). Eval summary: the analysis results found that the tsb35 device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete, the cut was complete and the staples were noted to have the proper b-formed shape. The analysis showed that the tsb35 device b was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with no damage to the reload lock out spring. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.